Event description:
Per the clinic, the patient was explanted due to extrusion of the device. No information on reimplantation was provided at the time this report was filed.

Manufacturer narrative:
(B) (4).

Event description:
Customer reported she noticed spots at the top of her precision xtra blood glucose meter and noted that sometimes the screen is completely black. She further reported that on (B) (6) 2010 she experienced tremulousness, weakness and a loss of consciousness. Customer added that when she lost consciousness she hit her head on her dresser. No third-party emergent intervention was required. Customer self-treated with tylenol. There was no report of death or permanent injury associated with this event.